Event description:
It was reported that, "the screw missed the nail hole completely. It was discovered after the targater was removed. Had to put the targeter back on; remove the screw, re-drill, and re-implant the screw."

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplement.